Manufacturer narrative:
Cmp-(B)(4). Medical product: unknown vanguard articular surface, cat#: unknown lot#: unknown vanguard tibial tray, cat#: unknown lot#: unknown. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04350, 0001825034-2017-04372, 0001825034-2017-04373. Product location unknown.

Event description:
It has been reported that the patient is experiencing pain with a possibly destroyed endoprosthesis, as shown on xray. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is not related to the event. Only the bearing is indicated for revision.

Manufacturer narrative:
(B)(4). The report was voided in previous report. However, after further investigation, it was found that this component contributed to the event. This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04350; 0001825034-2017-04373; 0001825034-2018-00576. Concomitant medical products: unknown vanguard articular surface, cat#: unknown, lot#: unknown; unknown vanguard tibial tray, cat#: unknown, lot#: unknown; unknown patella, cat#: unknown, lot#: unknown. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a accident approximately 5 years post left total knee arthroplasty. Subsequently, the patient is suffering from pain in the left knee, especially at night. Surgeon suspects that the implants have been damaged. Attempts have been made and additional information on the reported event is unavailable.